Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source flashed the entire display lamp on the front panel. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. Corrected fields: b5 (information was inadvertently missed on the initial), g2 (health professional should not be selected on the initial) since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a high brightness motor failure. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed.